Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, and subsequently the pump shutdown. The customer's blood glucose level was around 400 mg/dl. Reportedly, the customer will continue to use the pump and will contact the hospital regarding alternate insulin therapy.